Manufacturer narrative:
D1 revised brand name. E1 added initial reporter phone number as it was omitted from the initial report that was submitted. H6 code a140505 was removed as it was found during the ongoing investigation process that this coded was reported incorrectly on the initial report that was submitted as there was no allegation of such. H10 this is one of two related reports. This report represents the first impella 5.5 pump and another report was submitted to represent the second impella 5.5. Related report number was added.

Manufacturer narrative:
Additional information was received and noted the following: impella placed and shortly after starting to run, impella had purge pressure high and then purge system blocked alarm. Purge cassette switched, same alarm persisted. Surgeon did not want to exchange impella; patient also on veno-arterial extracorporeal membrane oxygenation (ECMO) and already was having clot issues, activated clotting time (act): 288 during procedure. During setup, purge solution did come out of impella as expected near motor. The purge solution was d5 with 25u/ml heparin. After about 45 minutes of alarming, the purge flows started to increase and purge pressure went down and then no alarms since. It was further noted that if pump needed to be returned, this patient was to be transferred to columbia in new york city. Therefore, the pump will need to be sent from there. Correction. D4 unique device identifier, d4 catalog number and d4 serial number were updated, corrected accordingly.

Manufacturer narrative:
D10 (concomitant) has been added. Renal failure: the cause of the injury was not determined due to insufficient clinical details. Purge pressure high: no logs were returned. The cause of the purge pressure high cannot be determined since no product or data logs were returned and insufficient clinical details were provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 59-year-old male patient was admitted for pre-operation placement of impella. Initially, the patient was supported on an impella cp and that was upgraded to a 5.5. The patient required continuous renal replacement therapy (crrt) for anuria. The impella was placed and shortly after starting to run, impella had purge pressure high and then purge system blocked alarm. The purge cassette was switched, and the same alarm persisted. The patient was having clotting issues while on extracorporeal membrane oxygenation (ECMO) so there was no impella changeout at that time. There was some discrepancy from impella 5.5 aortic placement signal and the actual mean arterial pressure reading via arterial line. Ultimately, the impella 5.5 was changed out to a 2nd impella 5.5 and remains ongoing.